Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic for normal follow up, inappropriate atp therapy was observed. Device was reprogrammed and remains implanted. Patient will be monitored.

Event description:
New information received notes that the patient presented to clinic after receiving inappropriate high voltage therapy for svt. Further reprogramming was performed and monitoring will continue.